Event description:
It was reported that the patient had a loss of therapeutic effect and the catheter was found in the epidural space. It was indicated despite increased dosages over time that there was no therapeutic benefit. A catheter dye study diagnosed the catheter issue and revision was performed. The spinal segment was replaced and the patient's dose was reduced by half. The patient was now receiving 100mcg per day. It was indicated that the patient was kept overnight. The patient was happy and discharged home. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).